Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19sep2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00x38mm promus element plus was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, a visual and microscopic examination of the returned device analysis revealed the crimped stent had proximal stent damage. Proximal stent strut row 1 was deformed and pulled in a proximal direction. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.